Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have broken grips at the base. A piece approximately 12.25 mm x 4.93mm was found to be broken. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage near the broken part. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps broke on the back table. Instrument never entered the patient. The procedure was completed with no reported injury.